Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the heavily calcified, 90% stenosed chronic total occlusion of the left superficial femoral artery, the non-abbott guide wire was advanced but failed to cross the lesion. A winn guide wire was attempted but also failed to cross. A parallel guide wire technique was used; the winn guide wire was placed and fixed and a non-abbott guide wire was advanced but met resistance between the two guide wires when torque was applied. The winn guide wire was removed from the anatomy and it was noted that the polymer coating was damaged and peeled when touched. A non-abbott guide wire was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.